Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported type 1b endoleak. Additionally there was evidence to reasonably support the following observations; claudication from left hypogastric coil embolization; stent migration, atrophied right kidney, and a type 3b endoleak due to dilation of stent material. The clinical evaluation additionally identified the following potential contributing factors to the reported event; off label use, patient anatomy, persistent tobacco use, sedentary lifestyle, preexisting peripheral vascular disease, claudication post implant, severe calcified right common iliac artery, and remodeling of the aneurysm. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and two limb stents on (B)(6) 2013. On (B)(6) 2016 a routine follow up computed tomography (CT), showed a type 1b endoleak in the right common iliac artery with aneurysm sac growth. On (B)(6) 2016 the physician elected to reline the initial devices and implanted an additional bifurcated stent, a suprarenal aortic extension and three limb stent grafts to seal the endoleak.